Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The representative reported via e-mail that the customer experienced low blood glucose of 39 mg/dl. The representative reported that the customer declined to troubleshoot. The product was not returned for analysis.